Manufacturer narrative:
Currently, it is unknown to what extent if any the device may have caused or contributed to the reported explant event. Based on the information provided, 03/15/2002 is being used as the date of event for this file as this was the first mention of a recurrent vaginal vault prolapse. There was no direct allegation or specific device failure alleged against the bard flat mesh. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: ni/ni/ni - supracervical hysterectomy, sacral cervical suspension, vaginal repair with implant of an unknown mesh. On (B)(6) 2001 - the patient was diagnosed with recurrent anterior vaginal vault prolapse and enterocele. The patient underwent an repair of the vaginal vault prolapse with implant of a bard flat mesh and lysis of adhesions. Per the operative details, "a piece of polypropylene mesh graft was shaped to cover the entire defect all the way back to the posterior graft (unknown) and the graft was then sewn to the posterior sheath of the rectus fascia. A series of monofilament nylon sutures were used to attach the graft (davol flat) to the anterior vagina totally covering the entire prolapsed area all the way up to the cervix. The davol flat was then anchored to the posterior graft (unknown) and the cervix with prolene sutures." On (B)(6) 2002 - the patient was diagnosed with multiple abdominal wall hernias and recurrent vaginal vault prolapse. The patient underwent a two part procedure which included implant of two non-bard davol "prolene soft" meshes and an autologous fascial graft utilized from her upper thigh muscle. The operative report details did not mention any visualization or involvement of the bard flat mesh. On (B)(6) 2016 - based on the anatomical location of the non-bard davol meshes, it appears this was the mesh that was removed during this procedure. The patient was diagnosed with erosion of the non-bard davol prolene mesh and underwent removal of the mesh. There was no mention of any visualization or involvement of the bard flat mesh.